Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #02 MFR report: 3005168196-2021-00843. 1. Section e. Box 1. First name. 2. Section e. Box 1. Last name h3 other text : placeholder.

Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced during advancement, and the device may not be advanced into the microcatheter. Forceful advancement against the resistance may have contributed to the kinks near the pusher assembly mid-joint. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. After the mid-joint passed through the friction lock, the smart coil was able to advance through its introducer sheath with additional resistance due to the kinks in the pusher assembly. The smart coil was unable to advance through a demonstration microcatheter due to the kink near the pusher assembly mid-joint. Further evaluation of the device revealed additional kinks in the pusher assembly and these kinks were likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right posterior communication artery (pcom) using a penumbra smart coil (smart coil) and a non-penumbra microcatheter. During the procedure, the physician attempted to advance a smart coil into the microcatheter; however, the smart coil would not advance at all within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using a non-penumbra coil and the same microcatheter. There was no report of an adverse effect to the patient.